Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: no product was received; therefore, visual and functional testing could not be performed. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. The service history review could not be completed as no serial number was provided.

Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. D4: item number, expiration date and h4: manufacture date are unknown based on the reported serial number. E1. The customer's address is unknown. Florida, USA has been used as a placeholder based on the reported phone area code. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that when putting a set in and closing it, the device gave an air in line error alarm. However, placing the set in "lightly" allowed the device to recognize the disposable. The issue was found during testing; thus, there was no patient involvement and no harm/adverse event reported.